Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. One day after the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g start dose, discontinued, route, frequency not reported), intraperitoneal fortum injection (1g start dose, followed by 250mg each bag, discontinued, frequency not reported) and heparin injection (1000u each bag, discontinued, frequency not reported) for peritonitis. It was reported that the patient was discharged eleven days after being hospitalized. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.